Event description:
Customer reports that there was a proximal balloon inflation issue in the ambulance. Device was removed, another one used and once arrived at the hospital, pt was intubated. Customer reported that information related to pt is unk. No pt injury or ill effect.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.